Manufacturer narrative:
On 08/09/2016 date 3m management made the internal decision to file MDR report for this complaint. (B)(4). 3m completed a retrospective complaint review. This report 2110898-2016-00080 is now being filed with the FDA due to similar reports where an injury occurred. There was no patient injury associated with this report. 3m is in the process of a packaging update. In addition to the current packaging warnings, a red flame symbol has already been added to 3346 packaging and will be added to 3343 and 3344 packaging. Current packaging states the following: warning! Extremely flammable caution, see instructions for use instructions for use state the following warning: cavilon no sting barrier film is extremely flammable until it has completely dried on the skin. Cavilon no sting barrier film should only be applied when no ignition sources or heat-producing devices are in use. Instructions for use in a surgical setting: refer to the warnings section of this information. When used in a surgical environment, use of cavilon no sting barrier film should be discussed during the "time out" period for verification of surgical procedure and site.

Event description:
Customer reported 3345 cavilon no sting barrier film was applied to a (B)(6) male trauma patient undergoing abdominal surgery on (B)(6) 2016. Cautery was reportedly used on a bleeder before the cavilon no sting barrier film was allowed to dry and as a result, there was a vaporization flash/flame. Customer reported there was no harm to the patient or staff. Facility reported staff education was completed and no further follow-up training by 3m local representative was needed at this time.